Manufacturer narrative:
H3, h6: the power supply was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Visual inspection confirmed damage components. Electrically overstressed components: resistors and ic were damaged. B01, c02, d02 codes are applicable and the power supply was returned: 2025-may-08. H3, h6: the pcba supply board was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed supply board into test imaging system. The system booted, motion, x-ray and communication all readied. Multiple 2d and 3d images were successful. No fault found while under test. B01, c19, d14 codes are applicable the pcba supply board was returned: 2025-may-08. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000577, serial/lot #: (B)(6), UDI#: product ID: bi71000450, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and checked generator error codes. Error indicating failing starter or supply board. Powersupply ps1 voltage good. Checked test points on starter board and supply board. Supply board f3 fuse checked. Supply board tp7 failed voltage range. Failing supply board and replaced supply board. System displaying out of range voltage for ps1. Replaced ps1 low voltage power supply and adjusted ps1 to correct voltage range. Performed system checkout. System fully functional. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000577, product ID: bi71000522, product ID: bi71000825, product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was having intermittent issue where it was not spinning for a 2d image. Site was able to get the system to expose after restarting the machine. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.